Event description:
Acct. Reports that the set leaked at the connection of the tubing and the hub of the distal luer. No pt injury reported. Also states facility feels the sets are assembled too loosely, rptr states realizing that the sets need to be tightened before use, but sets arrive in the package so loose that when sets are opened, the packages in or, the sets fall on the floor.